Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient was in sinus rhythm at the start of the procedure. During the procedure after the delivery system crossed the annulus, the patient went into heart block. The delivery system was navigated deeper in the left ventricle to avoid a non-uniform expansion. There might be interference with the stimulus conduction system, which might cause cavb. Also, the delivery system was inserted from the greater curvature side during annulus crossing, suggesting that there was an effect on the stimulation conduction system. Also, temporary pacing was performed. The device was partially re-sheathed twice. The device was implanted and the final implant depth was 5mm, deeper than optimal 3mm. The patient had a permanent pacemaker implanted the following day. There was calcification extending beneath the aortic annular plane in the interventricular septum. Based on available information, the reported event appears to be related to procedural condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient was in sinus rhythm at the start of the procedure. The annulus was measured with perimeter as 68.4mm and the area as 348mm^2. During the procedure after the delivery system crossed the annulus, the patient went into heart block. The delivery system was navigated deeper in the left ventricle to avoid a non-uniform expansion. Temporary pacing was performed. The device was partially re-sheathed twice. The starting depth at 80% deployment was 4mm. The device was implanted. The final implant depth was 5mm. The patient had a permanent pacemaker implanted the following day. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient was in sinus rhythm at the start of the procedure. The annulus was measured with perimeter as 68.4mm and the area as 348mm^2. During the procedure after the delivery system crossed the annulus, the patient went into heart block. The delivery system was navigated deeper in the left ventricle to avoid a non-uniform expansion. Temporary pacing was performed. The device was partially re-sheathed twice. The starting depth at 80% deployment was 4mm. The device was implanted. The final implant depth was 5mm. The patient had a permanent pacemaker implanted the following day. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.